Manufacturer narrative:
The failure investigation has been completed and the alleged high blood glucose issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was "high" with moderate ketones; although specific value was not provided. Cause for high bg was unknown. Customer delivered a correction bolus to address bg.